Event description:
Customer reported the device broke in the patient's mouth during intubation. The device did not separate into two pieces, as the gastric tube was connecting it. It was reported the patient was bagged while a new device was prepared and intubated. No patient injury reported. Patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the connector plug was detached from the connector body. A device history record review was performed and no relevant findings were identified. Based on the visual exam the reported complaint was confirmed. The root cause was determined to be manufacturing related. A non-conformance was opened to address this issue.

Event description:
Customer reported the device broke in the patient's mouth during intubation. The device did not separate into two pieces, as the gastric tube was connecting it. It was reported the patient was bagged while a new device was prepared and intubated. No patient injury reported. Patient condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device broke in the patient's mouth during intubation. The device did not separate into two pieces, as the gastric tube was connecting it. It was reported the patient was bagged while a new device was prepared and intubated. No patient injury reported. Patient condition was reported as "fine".